Event description:
Ous MDR - it was reported that a shock impedance higher than 150 ohm was measured a few days after the implantation. The ICD was also reported to be at eri indication. This device was returned, the lead was not.

Manufacturer narrative:
The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted. Therefore, the device was opened in a next step; no visual anomalies were seen in the internal structure. During the thorough examination of the individual components of the electronic module, a destroyed final shock stage was identified. This damage to the final shock stage indicates a shock delivery into an external low-ohmic shock path, consistent with the impedance measurements during dft testing. This damage resulted in an increased current uptake of the electronic module and, in consequence, lead to exceeding the maximally permissible charge time and thus to the abortion of the charge processes. Summary and conclusion: the clinical observation resulted from a shock delivery, during which a sparkover occurred between the ICD lead and the ICD housing. This conclusion can be drawn from both the damage manifestation of the damage final shock stage and the measurements of the ICD during dft testing. There were no indications of a material defect or manufacturing error for either the leads or the ICD.